Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and treated with manual injection or a manual bolus through the insulin pump. Customer stated that the sensor should be transferring to the insulin pump, customer did not get to ask about high blood glucose troubleshooting. The devices will not be returned for analysis.